Event description:
Baxter pump malfunction for FDA: staff rn, reports: failure of new baxter cx colleague pump - after routine changing of drip rate, pump appeared to accept changes, then suddenly alarmed and all three drip lines read "failure." Pump was then powered off, it did come back on, but the rn had difficulty getting the drip rates to run again. A new pump was brought in and drip rates were transferred to it. Approximately two hours later, the same scenario repeated with the new pump except that after the failure, the pump would not power up again at all. Pump was pulled and yet another pump was brought in. Note: this critical pt was receiving levophed and dobutamine through these lines and at the time of pump failure had a systolic blood pressure of 75 (which was why I was increasing the dose of the levophed). Fortunately, the pt did not have any adverse effects during the delay in medications. Later, the second pump was tested by someone else (not sure of his job here...he came in the morning to check on how things with the pumps went) - he said that it had a total power failure, and would not power up at all at that point. Both pumps were plugged into red wall outlets. Clinical equipment manager writes: the mentioned pumps involved have been sent back to baxter for full evaluation. Will await the assessment from baxter as to what they find. We did, however, find out how to put these pumps into this reported situation which leads us to believe we might have a training issue also. I would like to see additional training done to ensure we know all the variables with these new pumps. Vp for patient care division: we will be discussing it at the next clinical operations leadership team meeting which is next week. I did talk with my counterpart and we are certainly willing to look at other options since baxter has had 2 major recalls in the past year. Are we safe in the ICU with our current triple pumps? Rn, ICU manager writes: baxter initiated a full recall of refurbished pumps. We took the new triple channel pumps out of service that day. We have not instituted using the new single channel pumps in ICU yet. The system office has been fully updated about the issue. Baxter's quality control department has called me and received information (without pt identifiers) about the failures we had with the pumps. The pumps (just triple channel) were initiated in ICU. That night shift we had a sick pt on multiple gtts on the pump- and all 3 channels failed at the same time- pt. Was on vasopressin, levophed, and dopamine. That same night another pump failed. I conferred with biomed the next am- biomed checked these pumps, sent 2 back to baxter. Biomed was keeping a close eye on this situation with me. Several times over the next week we had more pump failures. (Not any with serious pt implications) then last thurs. At noon baxter called and said that these kinds of failures were being reported with all pumps that had gotten their FDA mandated upgrade and were being recalled. We got them out of service over the next hour. Baxter had told us that the single channel pumps that we had stored and not yet in service were not affected by the recall - just triples. They told us to go ahead and use these. I told them that there was no way we were going to put those pumps into service without something in writing saying they guaranteed this. They did produce this letter . We decided to wait - that is was not worth the risk to uncrate these single channel pumps at this time. Ordered us more rental pumps. I met with the directors and outlined the issues on monday as requested. There for part of the conversation-heard that now the single channel pumps would be recalled as well -but I did not confirm that with her yesterday. The ICU and cardiac anesthesia went back to our old ivac seimans triple channel pumps for now. We did recommend alaris pumps for when the system office asked us again a few months ago to retest and review options.